Event description:
This case was reported by a consumer and described the occurrence of cancer in a female pt who received super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced cancer of nose, dizziness and headache. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. No contact info provided so this case is lost to follow-up.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).